Manufacturer narrative:
During follow-up, the serial number was provided. Therefore, the following fields have been updated accordingly: brand name: tecnis symfony. Common device name: multifocal iols. Product code: poe. Model#: zxr00. Serial#: (B)(4). Catalog#: zxr00u0225. Expiration date: 4/13/2022. UDI #: (B)(4). (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site as to date it remains implanted. Therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If explanted; give date: n/a (not applicable). The intraocular lens remains implanted. Model#: unknown, as product serial number was not provided. Serial#: unknown/not provided. Catalog#: unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: a complete UDI # is unknown as product serial number was not provided. PMA, 510(k): unknown as product serial number was not provided. Device manufacture date: unknown as product serial number was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported at the 6 month post-op visit, that a study patient reported that they are always very bothered by halos especially when driving at night. Best corrected distance visual acuity: (bcdva) os (left eye):20/20. There are no plans for intervention at this time. There was no patient complication and/or related injury. It was reported that the outcome does not significantly interfere with activities of daily life. No additional information was provided to johnson and johnson surgical vision, inc. Note: 2 MDR¿s are being submitted, one for each affected eye. This report captures the information pertaining to the left eye (os).